Event description:
On 12-may-2026, a facility representative reported via (B)(4) that the ar-9511-2 universal reverse apex impactor/extractor threaded tip broke from the shaft while being threaded into a humeral stem. A second device was used to implant the stem in the normal manner. No added time or adverse patient event occurred.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.